Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a transvaginal hysterectomy with bilateral salpingectomy, uterosacral ligament suspension, mid-urethral sling placement, and perineorrhaphy procedure performed on (B)(6) 2022 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the surgery, it was observed that the tubes and ovaries were normal bilaterally. The tubes were removed along with the uterus. The bladder appeared normal with no damage, but there was a small submucosal hematoma on the left side, above the trigone. There was no evidence of trocar injury to the bladder, and there was efflux from bilateral ureteral orifices. Post-procedure, there was a well-supported apex, anterior and posterior compartment with no constriction bands or rings. The rectal exam was normal. The patient tolerated the procedure well and was awakened from anesthesia. She was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2022, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for an unspecified personal injury related to the device.